Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient  developed symptoms of aortic stenosis and experienced shortness of breath during physical activities. A suspected failure in the medtronic valve implanted inside a non-medtronic was investigated. A possible valve-in-valve was disc ussed. An aortography was performed and the valve appeared to be implanted low with a moderate leak. A post-dilation was performed with a non-medtronic balloon. The patient had a gradient of 60mmhg before post-dilation, which reduced to 18mmhg after post-dilation. The event led to an extension of patient hospitalization for one week. Additional information was received that leak was paravalvular leak (pvl). After the balloon dilation, the degree of pvl was moderat e-severe. It was reported the that valve was initially implanted in a low position which the physician was aware of during the implant procedure approximately two years and one month prior to the rehospitalization.

Manufacturer narrative:
Continuation of d10: product ID l-envpro-14 (lot: 0010839706); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name enveo pro delivery system; product ID envpro-14 (lot: 0010687009); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient developed symptoms of aortic stenosis and experienced shortness of breath during physical activities. A suspected failure in the medtronic valve implanted inside a non-medtronic was investigated. A possible valve-in-valve was disc ussed. An aortography was performed and the valve appeared to be implanted low with a moderate leak. A post-dilation was performed with a non-medtronic balloon. The patient had a gradient of 60mmhg before post-dilation, which reduced to 18mmhg after post-dilation. The event led to an extension of patient hospitalization for one week.